Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The kink occurred after intubation, which means the ett would need to be replaced. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated or provide accurate ventilation. The incident would require intervention; a kinked could cause loss of delivered volume.

Event description:
Doctor believes a naso tracheal tube was kinked causing a hard bulge in the patient. Tracheal tube was removed and patient was intubated with a different tracheal tube.

Event description:
Doctor believes a naso tracheal tube was kinked causing a hard bulge in the patient. Tracheal tube was removed and patient was intubated with a different tracheal tube.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The kink occurred after intubation, which means the ett would need to be replaced. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated or provide accurate ventilation. The incident would require intervention; a kinked could cause loss of delivered volume. The complaint of "doctor believes tracheal tube was kinked" regarding part I-pfrcs-60 was not confirmed because the submitted photo does not display the issue. The root cause cannot be determined but could possibly be the result of "the hardness of the tube material is inappropriate". A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been 0 complaints against I-pfrcs-60 in the past 24 months. A resolution letter was sent to the customer.